Event description:
It was reported that they were getting aws errors losing images, causing the patient to have the exposure repeated. It was determined that the pci card needed to be replaced; once this was done, the unit is working as intended.